Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted at middle of life indicator due to the pocket being opened to implant a new rate/sense lead in the right ventricule. It was reported that the patient had received numerous shocks, diversions and non-sustained ventricular tachycardia episodes. No adverse patient symptoms were reported.